Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was initially prophylactically reprogrammed and later explanted and replaced. No device malfunction was observed while the device was in use; however, given the potential for loss of device functionality the ipg was explanted and replaced to preclude harm to the patient. No patient complications have been reported as a result of this event.